Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site telephone). Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, g1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field:h6(medical device problem code). After contacting overseas, advised to test the fiber optic module because the log fault indicated a possible problem at that point. After testing by removing the fiber optic module and powering on the device, the alarm persisted. Tested the front end pcb with the device and found that after replacing the front end pcb, the device could be powered on, and the alarm code: power-up test fails code #12 disappeared, allowing the device to be tested normally. Submitted a price quote for the front end pcb to the hospital / awaiting order issuance. Received a purchase order from the hospital. Fse replaced pcb, front end, rohs. After replacement, calibrate 30 psi, drive regulator, gas hex, and test the machine; it runs normally.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced power-up test failed code#12 alarm during preventive maintenance conducted by getinge fse. There was no patient involvement.